Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Annexectomie - "tissues were sticking when the jaws were open. The surgeon was disturbed with the use of the device. As it seems to me that the devices with the same lot number had malfunctioned, I retrieved the last sterile device from the hospital so it is not used. (Same device, same lot number)."

Manufacturer narrative:
This incident has been reported twice and should be cancelled. Please reference MDR# 2027111-2015-00823 for final report.